Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to leakage from balloon. The entire aus system was removed and replaced with a new one. The new cuff was downsized to 3.5 because the previous cuff was too loose for the patient. The patient had improved urethral closure after the procedure. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.